Manufacturer narrative:
The site did not return any device therefore no analysis was performed. If additional info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. The pt was retrospectively enrolled with a 1 cm high grade dysplasia. After a secondary focal ablation, a mild stricture was noted. At a f/u visit 8 months post secondary ablation, the stricture remained and was subsequently dilated. The pt had a f/u visit 5 months later and it was reported that the stricture had resolved. Per the physician, the severity of the event was mild and the relationship of the event to the device procedure was definite but not related to a device malfunction.